Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The mobile power unit (mpu) (serial number: (B)(4)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 9 days ((B)(6) 2022 per timestamp). No external power alarms were active on (B)(6) 2022 from 13:33:26 ¿ 13:33:42 due to a loss of ac power to the mpu. The alarms cleared once power was restored. The backup battery was able to provide power to the system the no external power events. There were no other notable alarms active in the log file. Pump operation was not affected. The root cause of the reported event was unable to be conclusively determined through this investigation; however, is it suspected at the ac power cord may have come loose from the outlet the device history records were reviewed for the mpu (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that external power disconnect alarms were noted on interrogation. The patient denied power loss. The log file captured a no external power event on (B)(6) 2022 that occurred due to both power leads being disconnected simultaneously. Another no external power event occurred on (B)(6) 2022 that appeared to be caused by the power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The mpu had a v-lock connector on the ac power cord. It was thought that the ac power cord came loose at the wall outlet and not from the back of the unit. The patient did not recall if there were any environmental circumstances that would have affected the ac power at the time of the event. The mpu was not exchanged or removed from service.